Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery. The planned revision is intended to address both the tibial and talar components. The surgeon anticipates revising to an inbone implant system. The revision is being performed secondary to bony failure with associated implant subsidence and is not considered part of the normal progression of the patient¿s underlying condition.